Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ocular lens fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular lens. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the insertion flexible tube (ift) leaky, and the insertion flexible tube (ift) cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.